Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device location of device: coil embedded in other tissue,') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. 626584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), abdominal distension ("bloat") and depression ("depression"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, psychological trauma, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, depression, dyspareunia, embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for following events" migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding - other, bloat". Lot number: 626584 manufacturing date: 2008-02 expiration date: 2010-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device location of device: coil embedded in other tissue,') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. 626584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), abdominal distension ("bloat") and depression ("depression"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, psychological trauma, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, depression, dyspareunia, embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for following events" migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding - other, bloat". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: migration were updated to migration of essure device location of device: coil embedded in other tissue. New events: depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil was in lining of uterus') and embedded device ('migration/migration of essure device location of device: coil embedded in other tissue,') in an adult female patient who had essure (batch no. 626584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: other"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), abdominal distension ("bloat"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, genital haemorrhage, abdominal pain, dyspareunia, psychological trauma, abdominal distension and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding - other, bloat". Essure confirmation test(s) conducted- (B)(6) 2009- total bilateral occlusion diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: total bilateral occlusion. Lot number: 626584 manufacturing date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. Event: abnormal bleeding vaginal , menorrhagia and essure coil was in lining of uterus were added. Event outcome were updated to recovered: pain , abnormal bleeding. Lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding: other') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and abdominal distension ("bloat"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, psychological trauma and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for following events" migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding - other, bloat". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding: other, psych injury, bloat and plaintiff did not underwent an essure conformation test¿. Reporter¿s information, essure indication (amended), and essure insertion (updated)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.